Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident. The customer¿s current blood glucose value was 110 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer did not experience symptoms of low at time of call. Customer was treated low with dextrose by his paramedic co-workers. Customer reported that he had a low on (B)(6) 2021 at 09:00 (not really sure of the date). He said pump gave an extra dose of 3u. Customer did not get assistance with programming the pump. Customer did not use a linked meter. Customer is alleging over delivery. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.